Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: three ampoules in an open pouch. Analysis and results: there is a previous complaint of this code batch for the same issue that was closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical warehouse. Received an open pouch with three unopened ampoules with leakage signs. The ampoules have been optically evaluated and a crack at the base of the neck of the ampoules that corresponds to the injection point has been located. Please refer to the enclosed pictures. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of the samples received do not fulfill the OEM requirements, it is concluded that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: a CAPA has been entered.

Event description:
Country of complaint: USA. One of three histoacryl applicators has puncture causing liquid adhesive to leak outside of applicator and inside of packaging. The leaking is causing crystallization of the adhesive.